Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
While using the screwdriver to secure the glenosphere, the tip broke off. The broken piece was safely recovered without incident.

Manufacturer narrative:
Corrections: lot no, h3, h6 health impact and h6 method codes the reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the returned device exhibits extensive signs of usage as evident by the significant scratches wear marks gouge marks and water marks. The tip of the device has breakage and got separated resulting from an application of excessive mechanical force. The shiny and planar breakage patterns indicate it to be brittle fracture. Furthermore a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a user related issue. The failure was caused sue to improper usage and application of high impactful torsional loading. If any further information is provided the complaint report will be updated.

Event description:
While using the screwdriver to secure the glenosphere, the tip broke off. The broken piece was safely recovered without incident.